Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was over 400 mg/dl and was taken to the hospital for assistance. Customer stated that he was having trouble with his infusion set because he has scar tissue in the abdomen area. Nothing further was reported.